Event description:
Spacelabs received a report that a patient monitor, model 91393, failed to alarm on a pause. However, the alarm was captured in the hospital's retrospective database.

Manufacturer narrative:
The investigation is underway. Spacelabs will file a supplemental report when our investigation is concluded.

Manufacturer narrative:
The regional service manager (rsm) and a clinical educational consultant (cec) were dispatched to the facility to review the event. The customer provided patient retrospective data. Upon review of this data with the customer, the cec found the monitor alarmed for asystole at the designated time for an event lasting 4.8 seconds. This event is 0.3 seconds longer than the longest alarm setting on the spacelabs¿ product for an ECG pause, so did not register as such. The event did, however, fall within spacelabs¿ definition of an asystole alarm. The asystole alarm was captured in the retrospective database at the reported time. Adjacent to the event time in the retrospective database was a pause alarm resulting from another patient event. The cec explained to the customer how to locate events in the retrospective database. To summarize, there was no device malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a patient monitor xprezzon model 91393 with command module 91496 failed to alarm for an ECG pause at 8:53 a.m. On (B)(6) 2014; however, the alarm was captured in the patient retrospective database. No one was injured as the result of this event.